Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test were performed and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the second access port from the bottom. The issue occurred after venofer infusion was started with the an unspecified pump and lost approximately 10 cc of the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.